Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that within approximately two weeks of implant the right ventricular (rv) lad was unable to capture at maximum output and there was a possible microdislodgement. The rv lead was explanted and replaced with a new active fixation rv lead. No patient complications have been reported as a result of this event.